Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine 20 mg/ml at an unknown dose and morphine 10 mg/ml at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported the healthcare provider (hcp) "botched a few things" during the patient's pump replacement. Twenty-four hours after the surgery, the patient was in the emergency room (ER) bleeding from the incision site. The patient's legs were out of control. It was noted the patient's legs were "flying everywhere." The patient could walk for a little bit. The patient was unsure if she wanted to continue with the therapy or not. There were no interventions reported. The event date was reported as (B)(6) 2016. The patient was to follow-up with her hcp. It was noted the patient has post polio syndrome and fibromyalgia. The patient reported she gets 1.9 mg/day, but could not confirm whether this dose was for bupivacaine or morphine. The patient requested physician listings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.